Manufacturer narrative:
Section d9: device available for evaluation? Yes; date returned to manufacturer: 5/17/2021; section h3: device evaluated by manufacturer: yes. Device evaluation: the sample was received in the original box. Also, the implant notification card, labels and dfu were received. The preloaded unit was returned for evaluation. A visual inspection using magnification was performed to the returned sample . The plunger and pushrod was observed, in advanced position. Residues of viscoelastic material was observed, on cartridge. The cartridge tip was observed, deformed and crack. The lens returned outside the preloaded device. No damaged was observed, to the lens. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. And the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Phone: (B)(6). This report is being filed on an international device; tecnis simplicity tecnis 1-pc ob mono 22.0d, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery, surgeon found difficulty to sliding the lens, needed more pressure than necessary. The intraocular lens get stuck at the end and was extracted with aid of pliers. No patient injury reported. No further information available.